Event description:
It was reported that the patient completed a rf lumbar ablation and called the following week stating he had sustained a burn on his hip. The patient stated the burn started right after his procedure. The patient went to a clinic and was treated with antibiotics for what the patient said was a 3rd degree burn. It should be noted that the customer stated there were no issues in the or and no one remembers any alarms during the procedure. The procedure was completed successfully with no delays.

Manufacturer narrative:
Correction: the initial manufacturer report was submitted in error. This event was resubmitted as an importer report on may 30, 2023, under importer report number 3015967359-2023-01207. Additional information, quality investigation complete. H3 other text : discarded by customer.

Event description:
It was reported that the patient completed a rf lumbar ablation and called the following week stating he had sustained a burn on his hip. The patient stated the burn started right after his procedure. The patient went to a clinic and was treated with antibiotics for what the patient said was a 3rd degree burn. It should be noted that the customer stated there were no issues in the or and no one remembers any alarms during the procedure. The procedure was completed successfully with no delays.

Manufacturer narrative:
H3 other text: discarded by customer.